Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter, but the foreign matter could not be identified. Due to the water leak that occurred in the equipment, it is likely that it could not be properly reprocessed and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the nozzle was clogged by foreign material, the blockage appears to be a white nylon like type material. The evaluation suggests that the item did not originate from the olympus endoscope. The device was not leaking, but had failed the automatic leak test. Additionally, the evaluation had found the light cover glasses were cracked, the light cover adhesive were worn, the optical cover glass was cracked, the outlet pipe showed evidence of blockage, the distal end cap and adhesive were worn, the plug body-contact pins were corroded, the up/down and left/right angles were out of specifications, the air channel-volume, water channel-volume, water flow, water removal, and electrical safety test were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that channels 3, 4, and 5 of the evis lucera elite colonovideoscope were blocked. The issue was found during reprocessing of the scope. The intended procedure was completed using the same equipment. Inspection and testing of the returned device found, the scope¿s nozzle was clogged by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.